Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose was 318 mg/dl. Caller stated that the customer's insulin pump was not working correctly, the buttons were not responding and it was alarming motor error during rewind/prime. Caller stated that the insulin pump got wet and there is liquid in the display window. Nothing further was reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The low battery could not be confirmed due to unresponsive buttons. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. No moisture damage was found on the motor or electronic assembly during the visual inspection.